Event description:
Hosp has had a number of glass bd vacutainer tubes break when they first begin to fill when they are in the pt's arm. When the tubes in the portex needle-pro needle protection device are pushed onto the needle, the tube breaks. This has occurred with 4 pts. No harm has been done to the pts except that the venipuncture needs to be redone. At first rptr thought that it was just one lot number of the sodium citrate tubes (product # 369714, lot # 2119275) but one pst gel with lithium heparin broke also (product 369794, lot # 2079837). Rptr is not sure what the lot number of the needle-pro devices are because they have a number of them in use. Dr has reported these finding to bd as well as portex, inc.